Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that the cp37 drive unit was producing a loud noise and appeared not to move. After repositioning, the unit functioned as inspected.